Event description:
A 90 year old pt underwent an esophagogastro duodenoscopy procedure for dilation of an esophageal stricture. The pt was sent back to the nursing home following the procedure but returned to the hospital the next day when complications developed. As a result, a f/u exploratory laparotomy procedure was performed and perforation of the distal esophagus was diagnosed and subsequently repaired. The pt expired approx twelve days later. The hospital risk manager reported that cause of death was the result of the complication of the procedure and the pt's frail condition.